Event description:
It was reported that during pretest there was difficulty in water drainage from the foley catheter. Per the notification received from the investigator on 17feb2026, it was reported that the balloon had been asymmetrical (100:0). This had been found during the sample evaluation conducted on 16dec2025.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Photo sample evaluations: visual evaluation of the photo samples noted an opened two way foley catheter with syringe. The second photo shows a close-up image of partially inflated catheter. Verified tray material number # 6610j14rb with lot mykr3312 and material number for catheter 2758j14 with manufacturing lot number ngjz2840. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjz2840. Visual inspection noted that the balloon was partially inflated and asymmetrical prior to the start of this evaluation. Attempted to deflate balloon passively using the returned syringe and no solution could be withdrawn. Attempted to deflate balloon passively using the in-house luer lock syringe and no solution could be withdrawn and finally deflated by aspiration. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and catheter rested with no leaks. However, the balloon was asymmetrical, with 100:0. The balloon 10ml was deflated passively using the returned syringe in 1 minute and 12 seconds with no cuffing noted. This is within specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest there was difficulty in water drainage from the foley catheter.